Event description:
A customer reported to beckman coulter, inc (bec) that the coulter act diff hematology analyzer generated hemoglobin (hgb) and hematocrit (hct) results which were discrepant and low compared to the results from a reference instrument. Review of the data showed low white blood cell (wbc), red blood cell (rbc), hgb, hct and platelet (plt) results with instrument generated x flags for all parameters except wbc. The results from the reference instrument were considered correct. Discrepant results were not reported out and there was no death, injury or change to patient treatment attributed to this event. Sample was whole blood, but the sample collection details were not provided. The instrument is currently performing within qc specifications. The controls had been recovering low, although within the established ranges. On (B)(4) 2012, field service engineer (fse) adjusted the rbc and hgb calibration to match the reference instrument, and the customer was sent an s-cal kit to calibrate the instrument. The cause of the incident can be attributed to instrument calibration. On (B)(6) 2012, the customer reported of wbc failure on startup and wbc voteout upon calibration. The customer was advised to prime lyse and zap apertures. No further information was provided regarding the calibration. Note: x = review results. X flag indicates that one of the multiple aperture alert criteria was not met.

Manufacturer narrative:
Results code: controls were recovering low, although within the ranges. The customer previously reported a similar event on (B)(6) 2012, and the event was documented in report# 1061932-2012-00945.